Event description:
Vns pt is experiencing a heart block. Pt's physician feels it may be related to vns. Pt will have cardiological tests and device will be temporarily turned off during tests. Attempts for further info are in progress.